Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Based on new information, this report 9615742-2017-05637 was sent in error as a duplicate for MFR report number 9615742-2017-05638, any additional information received in the future will be captured and submitted under the report number 9615742-2017-05638. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral incisional hernias, incarcerated. ­­­­­­­­­the procedure performed was laparoscopic ventral incisional herniorrhaphy with mesh. In 2008 - the patient underwent a previous surgery for mesh repair of ventral hernia. The preoperative and postoperative diagnosis was recurrent ventral hernia. In 2010 - the patient underwent a procedure for exploratory laparotomy, reduction of incarcerated ventral hernia, lysis of adhesions and excision of previous mesh and implantation of mesh. The preoperative and postoperative diagnosis was incarcerated ventral hernia. In 2014 - the patient underwent a procedure for laparoscopic converted to open exploratory laparotomy with explanation of mesh, small bowel repair x3 with small bowel resection and anastomosis x1 as well as removal of foreign body. The preoperative diagnosis was recurrent incisional hernia and the postoperative diagnosis was incarcerated recurrent incisional hernia. In 2015- the patient underwent a procedure for reduction of incarcerated hernia, exploratory laparotomy, repair of enterotomy, primary repair of fascial defect and neurolysis greater than one hour (modifier 21). The preoperative and postoperative diagnosis was incarcerated hernia. The patient has had a additional surgery; adhesions; bowel obstruction; bowel removal; granuloma; mesh removal; recurrence and revision.